Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The field service engineer found the cobas e801 used for the initial testing had not been calibrated until (B)(6) 2024 so the result recovery was lower. He checked the calibration and qc data. The customer calibrated with a new lot of calibrator material and adjusted the target range for their qc. He ran a patient comparison between the two cobas e801 analyzers and ran precision testing. The customer ran and verified the qc results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys folate iii results from the cobas e 801 analytical unit. The samples were initially tested on another cobas e 801 and then tested on this analyzer. Sample 1 initial result was 3.76 ng/ml and the repeat result was 6.5 ng/ml sample 2 initial result was 11.0 ng/ml and the repeat result was 15.7 ng/ml. The customer was not certain which results were correct.